Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381457 and lot number 2286176. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard catheter was damaged. The following information was provided by the initial reporter: "unable to get brisk blood return from patient's powerflow central line prior to ecp procedure. Upon de-access, writer noted a palpable divot ~ 1/4" from the tip of the IV catheter which may have been collapsing when attempting to withdraw preventing blood return. Attempted to obtain blood return and was successful; inspecting the catheter there was a notable divot / weak spot towards the tip of the catheter (photograph was unable to capture this imperfection) possible impact to patient: injuries or adverse event: no.